Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced unspecified infection manifested by cloudy drain. The patient was hospitalized due to the event. The patient was discharged from the hospital 18 days after the event onset. At the time of this report, the patient has recovered from the event. The cause, treatment and action taken with pd therapy were not reported. The reporter declined to provide additional information.